Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced two infusion set fell of events during use. The infusion sets had been used for a day. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1878411 - MDR 3003442380-2024-05399 - device 1 of 2.